Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down and lead to a high blood glucose level of 571 mg/dl. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly ketone levels were present; however, they were not identified as dangerous by a healthcare provider. Customer was discharged the next day with no permanent damage reported and the issue resolved. The customer reverted to manual injections for insulin therapy.